Event description:
Mynx device used for vascular closure post cardiac cath. Device became lodged in access site, balloon on device could not be deflated. Pt requires surgical removal of mynx deployment sys.